Event description:
A report was received that the patient was experiencing burning sensation at the ipg site when using the stimulator. It was also reported that the patient was experiencing shocking sensation when attempting to charge the stimulator. Database analysis (db) showed no anomalies with the device. The patient will undergo an ipg replacement procedure per patient and physicians preference.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site when using the stimulator. It was also reported that the patient was experiencing shocking sensation when attempting to charge the stimulator. Database analysis (db) showed no anomalies with the device. The patient will undergo an ipg replacement procedure per patient and physicians preference.

Manufacturer narrative:
Device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site when using the stimulator. It was also reported that the patient was experiencing shocking sensation when attempting to charge the stimulator. Database analysis (db) showed no anomalies with the device. The patient will undergo an ipg replacement procedure per patient and physicians preference.